Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have hairline cracks on shaft. The grip cable was broken as a result of the cracked shaft. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through a cracked shaft. A cracked shaft can result from damage during reprocessing. Leftover residual chemicals on the input shaft can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in a damaged instrument input shaft. Based on the available information it has been determined that this complaint does not meet the criteria for isifa2022-05-c as previously list in section h9. Correction : h8. Was updated to initial use of device. Correction to section d : primary product batch/lot number was updated to t10181210 0010.

Event description:
Refer to h11 for follow-up information.